Event description:
#1 rn female staff was leading a class and opened the package to demonstrate the product. Immediately after opening the package she felt a "tickle in her throat" sx worsened quickly after handling the bag. She became short of breath, coughing, and audible wheezing. She was treated with epinephrine, prednisone and 3 respiratory treatments before control was regained. Known anaphylactic reactions to floor cleaner and rug cleaner and some household products.

Manufacturer narrative:
Product was not returned; therefore, MFR can not confirm that it is mercury medical product. MFR can not confirm allergic reaction was caused by the product. Device history records for all mercury medical anesthesia circuits (mapleson) products sold to hosp were reviewed and found to be mfg to specifications. Prod and packaging is latex free.